Event description:
Patient reported obtaining a blood glucose result of 356 mg/dl, while using suspect device. Patient indicated that his blood glucose was immediately retested, on a physician's blood glucose monitor, with a result of 131 mg/dl. No pt injury was reported and no treatment was received. While on the line with tech support, patient reviewed the device's memory indicated that the corresponding memory value was captured as 317 mg/dl. Quality control testing had not been performed on the device. Tech support requested the return of the suspect product and replacement product was shipped.